Event description:
It was reported that during a craniotomy procedure, the tip of the attachment device "broke off and penetrated the dura mater at the transverse sinus of the patient's cranium." The planned surgical procedure was delayed; however, the length of the delay was unknown to the reporter. A transient injury to the patient was alleged, which necessitated additional medical treatment to remediate the injury. The type of additional treatment required was unknown to the reporter. The post-operative status of the patient is unknown to the reporter at this time. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. It was observed that the back post and protective foot were drilled into and protective foot was broken off at the drilled location. Therefore, the reported condition was confirmed. Evidence suggests this was due to misuse at the customer site. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).